Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was unable to duplicate the reported power issue. The user interface pcb and power module assemblies were replaced as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was not powering on. There was no information provided regarding the power source that this reported power failure occurred on, ac or dc. There was no report of any patient use associated with the reported issue.